Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light cover glasses were cracked and the distal end adhesive was lifting. The light cover glass adhesive and optical cover glass adhesive were worn. The bending section rubber adhesive was lifting and the angle was not to specification. It was also noted that there was play evident in the angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope wheel was loose. The issue was found during maintenance. Inspection and testing of the returned device found that there was white crystallized contamination in the channel. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.